Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had unresponsive buttons and the time clock was not changing. The battery was removed for five minutes and the anomaly continued. No further information was provided.

Manufacturer narrative:
Insulin pump received in with intermittent button response due to corroded keypad traces. No frozen screen or time clock anomaly observed during analysis. Cracks to the case, battery tube threads, reservoir tube lip, reservoir tube and a scratched lcd window also noted.